Event description:
The device was reportedly implanted on 6/20/96. On 7/4/96, the pt was allowed to partially bear weight on the affected leg and was discharged on 7/7/96. After discharge, the pt began full weight bearing and suffered another fracture distal to the original fracture site. The device was explanted on 7/17/96.